Event description:
It was reported that the subject synchro 14 guidewire device was used with other devices to treat the location of proximal face of clot on the left mca (middle cerebral artery) m2 segment. Prior procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 2a, national institute of health stroke scale (nihss) of 7 and mrs (modified rankin score) of 1. It was reported that the vessel rupture occurred during subject synchro 14 guidewire device distal navigation. Within 24 hours post procedure, the patient was assessed having a nihss score of 5. The patient was discharged approximately 5-7 days post procedure with nihss score of 2 and mrs of 2. The event was resolved approximately 14 days post procedure. According to the site, the relationship of the vessel rupture to the subject device (synchro 14 guidewire) and index procedure. No other information was provided. Update information: received additional information on 21-april-2021 indicated the vessel rupture was resolved immediately and spontaneously. No further action was required. The patient has no experienced symptoms due to the vessel rupture. According to the physician, the vessel rupture was probably due to blind navigation through a small m3 branch with acute angulation, which means it was related to the operator's carelessness. It was not related to the micro-guidewire itself. The patient was discharged with nihss score of 0, which means the patient had no symptom at discharge. The patient's condition as of today is fine.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that vessel rupture occurred during subject guidewire distal navigation. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use and was prepared as per the dfu, continuous flush was maintained, and the vessel rupture occurred during navigation of the micro-guidewire through a small m3 branch with acute angulation. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that the subject synchro 14 guidewire device was used with other devices to treat the location of proximal face of clot on the left mca (middle cerebral artery) m2 segment. Prior procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 2a, national institute of health stroke scale (nihss) of 7 and mrs (modified rankin score) of 1. It was reported that the vessel rupture occurred during subject synchro 14 guidewire device distal navigation. Within 24 hours post procedure, the patient was assessed having a nihss score of 5. The patient was discharged approximately 5-7 days post procedure with nihss score of 2 and mrs of 2. The event was resolved approximately 14 days post procedure. According to the site, the relationship of the vessel rupture to the subject device (synchro 14 guidewire) and index procedure. No other information was provided. Update information: received additional information on 21-april-2021 indicated the vessel rupture was resolved immediately and spontaneously. No further action was required. The patient has no experienced symptoms due to the vessel rupture. According to the physician, the vessel rupture was probably due to blind navigation through a small m3 branch with acute angulation, which means it was related to the operator's carelessness. It was not related to the micro-guidewire itself. The patient was discharged with nihss score of 0, which means the patient had no symptom at discharge. The patient's condition as of today is fine.

Manufacturer narrative:
Executive summary: updated with additional information. Received additional information on 21-april-2021 indicated the vessel rupture was resolved immediately and spontaneously. No further action was required. The patient has no experienced symptoms due to the vessel rupture. According to the physician, the vessel rupture was probably due to blind navigation through a small m3 branch with acute angulation, which means it was related to the operator's carelessness. It was not related to the micro-guidewire itself. The patient was discharged with nihss score of 0, which means the patient had no symptom at discharge. The patient's condition as of today is fine.

Manufacturer narrative:
B1 adverse event/product problem: corrected: no adverse event . B2 outcomes attributed to ae : corrected : no outcomes attributed to ae. H1 type of reportable event: corrected : no serious injury. Device code grid : corrected: no apparent adverse event. F10 / h6 health effect - clinical code: corrected : no health consequences or impact. B5 executive summary: updated. Based on additional information received on 18-may-2022 from the medical safety the adverse event of contrast extravasation due vessel rupture has been inactivated from the site. Therefore, this event does not meet reporting criteria anymore and the reportability will be changed from reportable to non-reportable with a new awareness date of 18-may-2022. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the subject synchro 14 guidewire device was used with other devices to treat the location of proximal face of clot on the left mca (middle cerebral artery) m2 segment. Prior procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 2a, national institute of health stroke scale (nihss) of 7 and mrs (modified rankin score) of 1. It was reported that the vessel rupture occurred during subject synchro 14 guidewire device distal navigation. Within 24 hours post procedure, the patient was assessed having a nihss score of 5. The patient was discharged approximately 5-7 days post procedure with nihss score of 2 and mrs of 2. The event was resolved approximately 14 days post procedure. According to the site, the relationship of the vessel rupture to the subject device (synchro 14 guidewire) and index procedure. No other information was provided. Update information: received additional information on 21-april-2021 indicated the vessel rupture was resolved immediately and spontaneously. No further action was required. The patient has no experienced symptoms due to the vessel rupture. According to the physician, the vessel rupture was probably due to blind navigation through a small m3 branch with acute angulation, which means it was related to the operator's carelessness. It was not related to the micro-guidewire itself. The patient was discharged with nihss score of 0, which means the patient had no symptom at discharge. The patient's condition as of today is fine. Update information:#2. Based on additional information received on 18-may-2022 from the medical safety the adverse event of contrast extravasation due vessel rupture has been inactivated from the site. Therefore, this event does not meet reporting criteria anymore and the reportability will be changed from reportable to non-reportable with a new awareness date of 18-may-2022.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject synchro 14 guidewire device was used with other devices to treat the location of proximal face of clot on the left mca (middle cerebral artery) m2 segment. Prior procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of national institute of health stroke scale (B)(6) of 7 and mrs (modified rankin score) of 1. It was reported that the vessel rupture occurred during subject synchro 14 guidewire device distal navigation. Within 24 hours post procedure, the patient was assessed having a nihss score of 5. The patient was discharged approximately 5-7 days post procedure with nihss score of 2 and mrs of 2. The event was resolved approximately 14 days post procedure. According to the site, the relationship of the vessel rupture to the subject device (synchro 14 guidewire) and index procedure. No other information was provided.